Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records identified the following: muscle spasms of left thigh and intermittent left groin pain. Worsening left hip pain; mild limp, patients states hip feels like it did previously when infected. Imaging no abnormal findings. Pain in left leg/groin; continue therapy and shoe lift ordered. Severe pain, that limits activities/pain meds; pain in groin, buttock and thigh region. No abnormal findings with implant imaging. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. A2: birth year 1972. D10: cat# 00625006550 lot# 62754325 bone screw self-tapping 6.5 mm dia. 50 mm length. Cat# 00625006535 lot# j7597412 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006530 lot# j7504038 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 30203607 lot# 66199371 liner constrained neutral 36 mm i.d. Size g for use with g7. Acetabular system only. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a previous hip revision where zb product was implanted. Subsequently, the patient is experiencing pain approximately 9 months post implantation. The devices remain implanted, and patient has been referred for non-surgical treatment options. No intervention has been reported to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: b5; b6; b7; g3; h2; h6. D10: unknown synthes cable.

Event description:
It was further reported the patient was experiencing worsening left hip, groin, buttock and thigh pain, limited daily activities, and mild limp starting approximately 2 months post-implantation. The patient was also noted to have some edema to the foot. The surgeon provided a shoe lift to the patient for leg length discrepancy and patient continued physical therapy; however, this did not provide any relief. The surgeon referred the patient to an orthotist for a custom shoe. Patient also provided flector patch for pain.